Event description:
Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that the ECG lead socket input is broken. There was no patient involvement. The rse evaluated the device remotely. It was determined that the device was dropped. As a result ECG module was broken leading to the breakage of ECG input socket. The rse recommended the replacement of ECG module. Based on the information available and the testing conducted, the cause of the reported problem was a damaged ECG module. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.